Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of a throat infection and peritonitis in a male patient (born in (B)(6)) coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced a throat infection. On (B)(6) 2012, the patient was diagnosed with and was hospitalized for peritonitis caused by the throat infection. Treatment was not reported. It was not reported if the patient had recovered from the throat infection. The patient had not yet recovered from the peritonitis. An opinion of causality was not reported for the event of peritonitis.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Additional information: on (B)(6) 2012, follow up information was received from the registered nurse (rn) regarding this event. The rn stated event was not related to baxter pd solutions or any baxter product. The rn declined to provide additional information. A batch review was conducted for potentially associated lot numbers gd892224 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.